Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. Found a couple of connectors loose, but they were not causing tracker issue. Tightened connectors. The system was found to be working as intended and placed back into service.

Event description:
It was reported that the it 2500 system was not able to calibrate (straight aspirator). System displayed error message ("move instrument into tracking volume"). The calibration process was repeated and a second error message displayed ("too much motion"). There was no report of patient injury.